Manufacturer narrative:
The electrode belt as returned to the distributor and found to be fully functional. There is no indication of a device malfunction. The monitor has not yet been returned for evaluation.

Event description:
The patient was appropriately treated 2 times by the lifevest. The first appropriate shock converted vt to asystole for 55 seconds before the rhythm transitioned to sinus bradycardia at 60 bpm. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. The second appropriate shock converted vt to asystole with intermittent cardiac activity and CPR/motion artifact. The patient was unconscious at the time of the appropriate shocks. The patient was at home at the time of the first shock and in the hospital at the time of the second shock. The response buttons were pressed after the second shock was delivered. The response buttons functioned appropriately. No injuries were reported as a result of the event. The patient's remained in the hospital and ended use of the lifevest to receive an ICD. No deficiencies were alleged against the device.